Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips are expired. Most likely underlying root cause of malfunction:customer is testing with expired test strips.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips are expired 02/28/2015. Customer's test strips are being stored properly and opened vial date was unknown. Reviewed meter memory: (B)(6). Memory concerns:with 532mg/dl

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product evaluation in progress.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips are expired 02/28/2015. Customer's test strips are being stored properly and opened vial date was unknown. Reviewed meter memory: (B)(6).